Manufacturer narrative:
The product will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization with dka. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported the she was hospitalized (B)(6) 2013 with diabetic ketoacidosis (dka). She said that at one point her blood glucose (bg) was over 700 mg/dl. She was vomiting, was disoriented, had an elevated heart rate, and had "an explosive headache." She was treated with IV fluids, IV nausea medication, and pain medication for the headache. The pod was discarded at the hospital.